Event description:
It was reported via a published case study: "using contra lateral access from the left femoral artery across the aorto-iliac bifurcation with a 6fr boston scientific sheath (pinnacle-destination), right sfa angioplasty (pta) was attempted. The sheath's tip was placed in the right external iliac artery. Attempts to cross the lesion with a v-18 guide wire (8 cm tip) resulted in a dissection in the proximal sfa, which was seen extravasation of contrast dye. A 5fr angled glide catheter was used for support and direction; a stiff shaft, angled 0.035 inch glide wire successfully crossed the lesion using the prolapsed-wire technique. The intraluminal position of the guide wire was verified by advancing the 5fr glide catheter beyond the totally occluded segment of the right sfa. The guide wire was removed, and contrast was injected to confirm the intraluminal placement of the catheter in the distal right sfa. From here on a 4.0x60 mm long polar catheter (cryoplasty catheter) was used for multiple inflations in the segment of total occlusion from distal to proximal right sfa. During the course of these inflations the radiocontrast dye stain in the proximal right sfa began to gradually disappear. Post pta angiogram of the right sfa was performed using the contralateral sheath, which was parked in the right external iliac artery."